Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the insulin pump is getting inaccurate readings from their sensor. The customer's blood glucose was 44 mg/dl at the time of the incident. Customer's spouse also reported they got blood at site. Customer treated the low blood glucose with food intake. The insulin pump will not be returned for analysis. Use of the auto mode feature was not provided.